Event description:
It was reported that the patient's unit had an oxygen delivery error. Troubleshooting did not resolve the issue and the error code persisted. As a result, the patient was rushed to the emergency room. A replacement unit was sent to the patient. Additional information was requested, but the patient did not want to answer any further questions.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 30-mar-2026. The unit was returned with a oxygen error complaint, which was confirmed during testing. The issue was traced to a stuck feed waste valve caused by debris inside it. Also, the muffler being filled with dust, which resulted in a blockage in the feed port, and damaged compressor mount due to compressor vibration. Additionally, data log shows the '02 delivery error', possibly this can happen when cannula is not positioned correctly in their nose. The uip & housing were also replaced due to cosmetic damage.